Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, reported the surgeon stated the navigation system was accurate and there were no issues. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a call from a site alleging an inaccuracy that occurred while in a cranial procedure. The surgeon was accurate as they navigated more posterior. When the surgeon touched the mid-line the navigation system showed being off to the left or right. There was no exact measurement of inaccuracy provided. The surgeon was using tracer registration and did not gather a good distribution of points from both front and back of the patient. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.